Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was in the 200's mg/dl range. The customer successfully resumed insulin deliveries after clearing the occlusions.